Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump passed all testing. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a high flow rate. There was unknown patient involvement and unknown patient harm.